Event description:
Slow leaking noted from umbilical vessel catheter (uvc) catheter overnight. Doctor notified when found. Low glucose result in morning and increased leaking noted. Per doctor order, uvc pulled after peripheral intravenous line (piv) placement obtained.